Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator in association with this transvenous right ventricular (rv) lead did oversense some electromagnetic interference, which led to pacemaker inhibition for greater than 2 seconds duration. The patient did not have any symptoms to report and could not recall his activity at the time of the interference. Lead measurements were all noted as stable.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
This lead was subsequently removed from service. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the three terminal lead segments was performed. Visual inspection noted each of the segments had been severed. Resistance testing confirmed the electrical continuity of each of the segments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.